Manufacturer narrative:
Manufacturing evaluation: return of the packaging had been anticipated, but was not received. No product at hand. Therefore an investigation is not possible. There are no pictures available. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. It could be possible that the failure is transport usage related. Rationale: in light of the small amount of information received and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a root cause for the mentioned failure. The packaging processes in the responsible production department are validated. The packages themselves will be reviewed 100% visual inspection within the process. Therefore, it can be excluded that the device/packaging has left aag in a damaged condition. It could be possible that the conditions for storage and transport were non-compliant. A CAPA was initiated.

Manufacturer narrative:
Manufacturing evaluation: the packages were available for investigation. Both sterile packages are pierced. Investigation: the components were examined visually and microscopically. The inner as well as the outer sterile package shows 30 mm length slots. It could be found that both sterile packages were cut from the outer side to the inner side. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. It could be possible that the failure is transport usage related. Rationale: based on the information available it is not possible to determine a definitive root cause for the failure. The packaging processes in the responsible production department are validated. The packages themselves are reviewed by 100% visual inspection withint the process. Therefore it can be excluded that the devie/packaging has left aag in such a dmamaged condition. It oculd be possible that the conditions for storage and transport have not been compliant.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the device packaging. During a total knee arthroplasty, a cut/hole was found in the implant's package. The component was sterilized because it was the only one in that size available. This required 40-minutes for processing. Additional information was not provided; further clarification has been requested.